Event description:
The maude database was reviewed by baxa corporation's quality department on (B)(6) 2009. Medwatch (B)(4) was discovered in regards to a 5ml oral syringe containing an error with the teaspoon markings. Baxa's customer complaint system was reviewed and the associated complaint was identified. The customer contacted baxa inside sales on (B)(6) 2010 about this failure mode and stated that there was no pt involvement and no operator injury. The customer did not indicate that they intended to submit a medwatch at the time the complaint was reported. No product was returned for eval. This MDR is being filed per baxa corporations' procedure to submit an MDR for all medwatch forms submitted.

Manufacturer narrative:
This issue was previously investigated and corrected by baxa. The root cause of the incorrect teaspoon dosage markings was determined to be supplier caused. The supplier for these parts was issued a supplier corrective action request and has since completed corrective actions. A health hazard eval was completed for this type of failure mode on this product. The eval showed a negligible risk of adverse health consequences. Baxa has not received any reports of pt injury/illness as a result of this issue.